Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6) medical university (B)(6) memorial hospital. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 99% stenosed, 2.75mmx30mm, eccentric, de novo target lesion containing a bend of >45 and <90 degrees was located in the severely tortuous and severely calcified left circumflex artery. After a non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with a 2.75mmx15mm nc emerge balloon catheter resulting to 60% residual stenosis. Following pre-dilation, a 2.75 x 32 synergy drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and when removed, the proximal of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 99% stenosed, 2.75mmx30mm, eccentric, de novo target lesion containing a bend of >45 and <90 degrees was located in the severely tortuous and severely calcified left circumflex artery. After a non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with a 2.75mmx15mm nc emerge balloon catheter resulting to 60% residual stenosis. Following pre-dilation, a 2.75 x 32 synergy drug-eluting stent was advanced for treament. However, it was noted that the device failed to cross the lesion and when removed, the proximal of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the distal section lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.